Event description:
It was reported that the patient presented to the hospital after hearing a sound alarm from the pulse generator. The pulse generator exhibited backup vvi mode. After a device software download, normal device function resumed. It was noted that the patient had undergone radiotherapy treatment.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.